Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation and no additional information on device current location was given. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from new zealand that a 27mm carpentier-edwards valve of unknown model, implanted in mitral position, was explanted from this patient at implant due to severe central regurgitation secondary to restricted leaflet motion. It was stated that there seemed to be some tethering of the leaflets laterally, with an inability for the leaflets to move as laterally as they would normally do, moving in a completely symmetrical fashion instead. As reported, the explant of the valve took place after coming off bypass and decannulating the patient, right before protamine administration. Another 27mm bioprosthetic valve was implanted in replacement. The patient was transferred to the intensive care unit in stable condition after the intervention.

Manufacturer narrative:
Information added/updated to section h6 (type of investigation, investigation findings and investigations conclusions). Corrected data in section h6 (type of investigation): 4115 (device discarded) replaces 4117 (device not accessible for testing). H11: additional manufacturer narrative: based on the information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. An edwards defect has not been confirmed.